Event description:
Physician confirms that the reported event of ¿hypoechoic lesion is shown as granuloma¿ applies to the left side and there was ¿no significant abnormal focal lesion in the right breast¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Continued h.6 health effect - impact code : f2203. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Initially, patient reported a right side exchanged without complaint against the device. Recently, healthcare professional reported a granuloma. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ adhesion: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Initially, patient reported a right side exchanged without complaint against the device. Recently, healthcare professional reported a granuloma. Physician confirms that the reported event of ¿hypoechoic lesion is shown as granuloma¿ applies to the left side and there was ¿no significant abnormal focal lesion in the right breast¿. Device has been explanted.